Manufacturer narrative:
H6: correction submitted for coding update to add f15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they used to charge the implant maybe once a month and now it was about every other time they use it. The patient was able to connect to the implant and confirmed that they were charging the ins like normal. The caller then stated that the ins was at 90% but stated that the therapy was turned off. The agent asked if the patient had any surgeries or medical procedures and patient said probably but not recently. The patient also mentioned that they were still getting up in the middle of the night 2-3 times. The patient called back repeating the same issue. The patient saw the power on reset (por) message on their handset after they connected to the implant. The patient said they had an MRI 4-5 months ago for their bladder and kidney. The agent reviewed that due to the MRI, there was a possibility that the por message they received was because of it. The patient then turned their therapy back on. The agent walked the patient through checking their battery status.